Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per clinical engineering, battery will not hold a charge. It goes from 100% to 68% in an hour and then shuts down.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the device will not hold a charge is confirmed. The root cause of the reported issue is an internal li-ion battery failure. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per clinical engineering, battery will not hold a charge. It goes from 100% to 68% in an hour and then shuts down.